Event description:
Patient's mother (patient is a minor) reported that four days into daughter's monitoring service she began jumping like a bunny rabbit. Mother thought action was cute/funny and didn't think anything of it until she received a recall letter from lifewatch. When asked what shocked the patient, the mother said she did not know but if she had guess to where the shocks came from the lead wires. Mother also reported that the patient received burn marks/blisters from the electrodes. Mother stated before the shock occurred the patient had burn marks/blisters that the patient received from the electrodes. Pictures of the burn mark/blisters were provided which are the size of the 3m electrodes supplied by the patient's medical center and resemble skin irritation. Medical attention was not sought, medication was not used, there was no short term injury. A replacement device was shipped to patient. Patient was not allowed to wear or charge the device during school hours and device was not worn as prescribed.

Manufacturer narrative:
The device was returned and received by lifewatch on (B)(4) 2011, and preliminary in-house testing was completed on (B)(4) 2011. No failure was detected, device operated within specification. The device will be shipped to the manufacturer for further interrogation. Associated accessory device: act cell phone monitor. Model # com001. (B)(4).